Manufacturer narrative:
The investigation determined that the event is consistent with clots due to pre-analytical process or sample issues.

Manufacturer narrative:
After the initial questionable results, the customer performed 3 liquid flow performance checks along with 10 measuring cell preparations. Following the actions performed by the customer the results the customer ultimately deemed correct were generated. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys ca 125 ii assay and elecsys vitamin b12 immunoassay results for "different" patients tested on a cobas 8000 e 602 module. The initial ca 125 result was 440 u/ml with a repeat result of 711 u/ml. The initial vitamin b12 result was 331 pg/ml with a repeat result of 173 pg/ml. It was not clear if the above data was from the same or different patients. The repeat results were deemed to be correct. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event.